Event description:
It was reported that "the system froze up completely during a case yesterday, in which they had to reboot the system". It was confirmed that there was no patient impact or injury and the surgeon was able to complete the procedure. No negative impact in state of health reported. Cross reference mdrs: 2027009-2025-02405. 2027009-2025-02406.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ids: (B)(4).

Manufacturer narrative:
Device evaluation: the complaint issue was described as per se - on our very first day of cases on (B)(6) 2025 we received an error message that states menu temporarily unavailable cycle power. The customer's complaint was verified. The customer's system was verified to produce the "menu temporarily unavailable" error message. The customer returned the following devices which were tested together: tc201us, tc301us, and tc304us. The "menu temporarily unavailable" error message was displayed during two occasions. The mtu message occurs when the tc201us davinci processor stops responding. There is no known component level rework to address the mtu issue, so a tc201us motherboard replacement is required to correct the complaint. The root cause was determined as tc201us has intermittent motherboard causing menu temporarily unavailable message. This event is filed under internal complaint ID (B)(4). Cross reference complaint ids: (B)(4).